Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. It was incorrectly noted in a previous report that the date of the advisory was august 28, 2013. The correct date of the advisory is august 29, 2013. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Event description:
Boston scientific received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) revealed a fault code of 1003 during interrogation. The patient indicated that the device has been beeping for a while in which the patient ignored. A boston scientific technical services (ts) agent was contacted for the estimated longevity before replacing the device. Additionally, ts recommended monitoring the patient and to provide a new save to disk information as soon as possible. Since replacement window was about 2 to 4 weeks and if the fault code was triggered prior to those weeks, the therapy cannot be guaranteed. Additionally, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed too low voltage battery fault code 1003 had been recorded. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.

Event description:
--